Event description:
Technician alleged the head and hi/low functions had unintentional movement with a pt in the bed. No injury reported. Tsr found left ucm board shorted, causing bed to function on its own. Tsr replaced the left ucm board to resolve this issue.